Event description:
It was reported that the patient's implantable cardiac monitor (icm) migrated out of the pocket. The patient presented to the emergency room with the device completely explanted from the implant site. Implant site was assessed by healthcare staff, and no intervention was necessary for the patient, and the implant pocket. The icm was not replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).